Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported while using bd vacutainer® sst¿, one patient sample did not separate properly and received elevated potassium results. The results were reported to the physician, and the patient was transferred to the sister hospital, where potassium results came back normal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-nov-2025. Investigation summary: bd received 120 samples and 4 photos for investigation. The photos were reviewed and poor barrier separation and fibrin were observed. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: poor barrier separation and fibrin based on the photos provided. This complaint has not been confirmed for the indicated failure mode: erroneous results . No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® sst¿, one patient sample did not separate properly and received elevated potassium results. The results were reported to the physician, and the patient was transferred to the sister hospital, where potassium results came back normal. No adverse impact was reported regarding the patient or user.